Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before an orthopedic procedure. At some time post filter deployment, filter limb perforation was alleged. Reportedly, the filter was removed percutaneously. The patient status was not provided.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and four months post filter deployment, a computed tomography (CT) of the abdomen and pelvis without contrast was performed for the patient showed that legs of the inferior vena cava filter protrude through the wall of the inferior vena cava. On the same day, filter retrieval was scheduled for the patient with bilateral lower extremity edema, known deep vein thrombosis and pulmonary embolism. It was revealed that there was significant caval stenosis at the level of the filter in the range of 95%. The right internal jugular vein was accessed. Over an amplatz wire a 9/11 french bard denali retrieval sheath was advanced into inferior vena cava. A stiff glidewire was advanced into the left iliac vein and over this flush catheter was advanced. Venogram was performed revealed a string of contrast through the proximal aspect of the left common iliac stent with extensive concentric filling defect resulting in high-grade 80-90% stenosis proximally. There was extensive penetration of the arms and legs of the filter. It was unclear if the tip of the filter was embedded or not. A 20 mm gooseneck snare was placed through the 9 french sheath and was attempted multiple times to gain access to the hook. After multiple attempts, the hook was able to be snared eventually. Then the filter was able to be collapsed and pulled through the sheath intact. The arms and legs accounted and there were 6 arms and 6 legs and no evidence for fracturing including the footplates. Then a completion venogram was performed which revealed no extravasation. There continued be venous stenosis, difficult to quantify but likely in the range of 80-90%. No obvious thrombus. Patient tolerated the procedure well. The impression of this procedure indicated successful complete retrieval of a bard g2x filter with significant leg penetration into the retroperitoneum and fortunately, no fragmentation during the retrieval. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc) and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical records review: the patient with a history of extensive deep vein thrombosis in the right lower extremity had a vena cava filter successfully deployed prior to an upcoming surgery. Approximately seven years post filter placement, the patient was scheduled for retrieval of the filter. The filter with leg penetration into the retroperitoneum was retrieved with a snare. A completion venogram revealed no extravasation. There was synechiae and webs and scarring seen within the inferior vena cava from chronic thrombosis of the cava. Successful angioplasty was performed with excellent result and decreased collateral flow. The device was not returned for evaluation and images were not provided. However, medical records were provided and reviewed. Approximately seven years post filter placement, the patient was scheduled for retrieval of the filter. It was noted that a CT scan from two years prior revealed leg penetration of the filter. It was noted that the filter with leg penetration into the retroperitoneum was successfully retrieved using a snare. Therefore, based on the medical records, the investigation is confirmed for leg penetration. Based upon the available information, the definitive root cause is unknown. The current IFU (instructions for use) states: potential complications: - perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before an orthopedic procedure. At some time post filter deployment, filter limb perforation was alleged. Reportedly, the filter was removed percutaneously. The patient status was not provided.